Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal that lasted over 12 hours. Dexcom has issued an rga for patient to return the device to be investigated.